Event description:
The faicility reported a falire. Information was not provided regarding whether or not the failure occurred during a patient infusion. No report of patient injury or medical intervention associated with this event.